Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tissue being grasped by the vessel sealer extend (vse) instrument became stuck and the user was not able to use the vse instrument to cut the tissue. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The customer indicated that the uterine tissue was sticky inside the instrument jaws, but they were able to release the tissue without issue. The issue was identified after using the instrument for about 30 minutes to dissect around the uterus. In addition, no tissue was excised due to this event and no bleeding was observed. According to the surgeon, this event did not impact the procedure as a whole and did not affect the patient¿s health. There was no bio debris build-up prior to the interaction when the alleged "sticking" was observed. No known impact or patient consequence was reported. The issue was due to the instrument but there was no concern about this event causing any long-term complications with the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument for evaluation. The customer-reported event was not confirmed or reproduced. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement. Instrument cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.